Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer was sleep walking and delivered a unnecessary bolus, which subsequently decreased their bg level. Reportedly the customer was sweating exhessively. Customer called their healthcare provided who advised they consume juice and honey. Customer continued to use the pump for insulin delivery.